Manufacturer narrative:
Additional information: d9, e1, g3, h2, h3, h6, h11. One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing could not be performed due to the port tubing being occluded with dried blood. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A corrective action was initiated to investigate the failure mode of the agilis leak. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, after mapping the left atrium, there was back bleeding from the sheath hemostasis valve. The sheath was exchanged and the procedure was successfully completed with no adverse patient consequences.